Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an impedance warning for low, variable impedance. It was further reported that the lead exhibited low p-wave amplitude. The lead was capped and replaced. No patient complications have been reported as a result of this event.